Event description:
The reporter indicated that on (B)(6) 2023 a 12.1mm vticm5_12.1 of -14.0/2.5/002 (sphere/cylinder/axis) implantable collamer lens tore/broke during loading and was stuck in the cartridge or injection system. There was no patient contact.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).